Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to deflation issues. The patient stated that one side stays inflated. Troubleshooting measures were performed but were not successful. The ipp is currently implanted. There were no patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month